Event description:
The (B)(6) hospital of (B)(6) reported via fax an event stating that: "a pt underwent a surgical procedure of resection of tibia with the implantation of a modular grms prosthesis, on (B)(6) 2010, he underwent an unanticipated revision surgery due to the loosening of the femoral stem".

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. If additional info becomes available, it will be submitted in a supplemental report.